Manufacturer narrative:
The reported events of low pacing lead impedance and suture tied too tight around the sleeve which caused insulation breach were confirmed. As received, a complete lead was returned in one piece. During electrical testing the lead failed hi-pot test. Destructive analysis was performed and visual inspection of the lead found inner insulation damage consistent with over tighten suture tie at the suture sleeve tie impression region. The cause of the reported events was isolated to over tighten suture tie.

Event description:
Related manufacturer report number: 2017865-2022-02995. It was reported that during a system initial implant procedure, the new right atrial (ra) lead and right ventricular (rv) lead presented with low out of range pacing impedance after connected to the device. It was suspected that the issue my due to the suture sleeve being too tight causing insulation breach. Both leads was explanted and replaced on (B)(6) 2022. There were no patient consequences and the patient was in stable.